Event description:
It was reported that an instrument broke during surgery. Per additional information received, the helical blade coupling screw was broken during the case. The blade was inserted and was locked by the surgeon. The part seemed to be older as the lot number was worn off. No incident was reported.

Manufacturer narrative:
Device used for treatment not diagnosis. Device is an instrument, not implanted or explanted. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.